Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following sets of results on an aviva combo meter, within 10 minutes: on (B)(6) 2018, 407 mg/dl and 114 mg/dl. On (B)(6) 2018, 435 mg/dl, 264 mg/dl, 226 mg/dl, 161 mg/dl, and 175 mg/dl. On an unknown date, 76 mg/dl and 406 mg/dl. The same vial of test strips was used to obtain all of the readings. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.